Event description:
It was reported the patient experienced an infection with drainage and an incisional wound opening. The primary location of the infection was the device pocket. A culture was taken with results of staph aureus. The drug in the device was compounded baclofen. The patient was treated with IV antibiotics and the system was removed. The infection resolved.